Event description:
After 3+ months of implantation, this ICD was explanted because it was reported that during a routine follow-up, the interrogation revealed normal parameters except for the rv continuity which was open. Therefore, the device was explanted. It was also reported that during re-intervention the setscrews were checked and they were all tight.

Manufacturer narrative:
The analysis from the MFR is pending.